Event description:
It was reported that the customer experienced a elevated blood glucose (bg) bg) of 515mg/dl. High bg cause was unknown. Elevated bg was addressed via a manual injection. Reportedly an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.